Event description:
It was reported that, "nail was removed and replaced with new nail due to infection."

Manufacturer narrative:
Device was not returned. Retained by patient. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.